Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that the top jaw of the expressew iii suture passer w/o hook is broken. The complaint device was received and evaluated. Visual observations revealed that the expresssew is slightly worn and used, but in expected condition. The upper capture jaw is not bent or broken. On a deeper visual review of the upper jaw, it could be observed that the pin that holds the upper jaw is loose and the upper jaw does not fully close and has a 3 mm play, the jaw is very loose, it can be moved with the fingertips. When performing the functional test, the needle was loaded into the device, a sample rubber strip was placed between the jaws and the expresssew performed as intended. According with the visual inspection result, this complaint can not be confirmed. The possible root cause for the loose jaw and its holding pin can be related to the constant use of the device that causes metal fatigue. Since this device is reusable, the metal parts begins to lose its shape due to the continuous use and sterilization. A manufacturing record evaluation was performed for the finished device [37602-160527] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that the top jaw of the expressew iii suture passer w/o hook is broken. No additional information was provided at the time of the call. Additional information provided by the sales representative reported the failure was discovered during the procedure and the procedure was completed with another expressew device. It was also reported there was no patient impact and the procedure was not delayed.